Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the report event. Only the connector portion of the lead was returned in one piece measuring 6.1 cm. Final analysis found the lead full breach insulation degradation adjacent to connector boot at 4.5 cm from the connector pin and an external insulation abrasion exposing the outer coil caused by friction to the device can at 5.2 cm to 5.7 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.